Event description:
The technician alleged that the brake casters would swivel when pushed from the side while in the brake mode. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters and brake detent mechanism to resolve the issue.